Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was able to be programmed to the correct test blood glucose value during testing. No program anomaly was noted. No display anomaly was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip. No damage was noted on the original battery cap. No moisture damage was noted on the electronic assembly or motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump screen was foggy. She stated that when she enters reading, they do not show correctly. She also reported elevated blood glucose that she stated was uncontrollable and that the insulin pump was not working. Customer declined troubleshooting for high blood glucose. No blood glucose reading was given. Nothing further was reported.